Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a contaminated pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable.

Event description:
It was reported by resmed that while an astral device was being tested before patient use, it failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported complaints were confirmed through review of the device data logs. The investigation determined that the charging fault was due to an isolated component failure within the battery assembly. Further investigation determined that the reported system fault 74 wad due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).